Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer treated via insulin pump. Troubleshooting was not performed. Customer advised they had other health problems which may have resulted in high blood glucose levels. Customer advised the insulin pump delivers insulin which sounds like a winding clock. The insulin pump will not be returned for analysis.